Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out g2 and to provide an update. The device was inspected by olympus on site, and no problem detected. The generator is evaluated to meet the specification regarding the reported error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the error code occurred due to an increased impedance between both electrodes. Possible causes are: increased number of deposits of tissue on the electrode. The instrument is located in a gas bladder during activation. Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) Increased contact resistances due to defective contacts of the working element or connection cable. Increased contact resistances due to defective contacts at the universal socket, e.g. Due to corrosion. The measuring method of the esg-400 might also have an impact on the conductivity. Additionally, it is possible the error occurred due to a user error. However, a specific root cause of the error code could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted if additional information is received. E1: (B)(6). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus by a technical staff technician that an hf unit (generator) had an e006 error. The reported issue occurred during a procedure. A similar device was used to perform the surgery. There was no patient injury or adverse event reported to olympus.